Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that was reported that right ventricular (rv) lead was part of the system revision due to infection with sepsis. This lead was explanted. No additional adverse patient effects were reported.